Event description:
It was reported that the patient experienced a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The transseptal crossing was difficult. Most of the procedure time was spent on transseptal and getting the was across safely. After positioning the was the wds was inserted into the laa of the patient. The closure device was deployed and successfully implanted in the laa of the patient. Transesophageal echocardiogram (tee) imaging during a check of the heart post procedure showed a pericardial effusion. The physician performed a pericardiocentesis to treat the effusion. No other complications were reported to have occurred as a result of this event. The patient is expected to make a full recovery.